Event description:
A malfunction alarm was reported after the customer had been working outside in very hot weather. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and the issue did not recur; the customer was advised to continue using the pump and to call back if any further malfunctions occurred.